Manufacturer narrative:
Follow-up #1: date of submission 24-jan-2018 - device evaluation: the device has been returned and evaluated by product analysis on 03-jan-2018 with the following findings: during the investigation, a review of the black box history showed multiple loss of prime warnings with low non-zero force. The pump was exercised for 24 hours and a loss of prime was not duplicated. Force calibration testing passed within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a prime (loss of prime) issue. It was reported that the loss of prime occurred 2 or more times. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.